Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a bio ID failure and not scanning. The customer reported that issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter occupation and report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID was failed. The technical support specialist (tss) reviewed the logs and identified that the fingerprint scanner had failed to capture due to a spoofed fingerprint error. The tss contacted the field service engineer (fse) to address the issue. The customer confirmed that the issue was resolved after a reboot prior to the fse arrival. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a bio ID failure and not scanning. The customer reported that issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.